Event description:
Patient reported right side "pain, deformation, creasing of implant, wrinkling, bubbles and exchange from textured to smooth breast implants due to patients concern with the product." Healthcare professional reported "grade 4 capsular contracture." Device was explanted.

Manufacturer narrative:
Additional, changed, or corrected data: d.9, h.3, h.6.device evaluation: analysis of the returned device identified the weight to the specification, creases/ fold, deformation of device, white calcification in the shell, voids and crystalline in the gel. Cloudiness of the gel was observed after autoclave cycle. Wrinkles (creases) are observed but have no relationship with manufacturing. Base don the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "pain, deformation, creasing of implant, wrinkling, bubbles and exchange from textured to smooth breast implants due to patients concern with the product." Healthcare professional reported "grade 4 capsular contracture." Device was explanted.